Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shortly after implant, the right atrial (ra) lead exhibited a decrease in impedances and high thresholds. An x-ray later confirmed that the lead had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.